Event description:
It was reported that the device electrically reset. The device will be manually reprogrammed. The device is still in use. No patient complications were reported as a result of this event. It was later reported the device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4)the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated power on reset (por). (B)(6) 2010, the device recorded a critical ram parity error por.

Event description:
It was reported that the device electrically reset. The device will be manually reprogrammed. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated power on reset (por). On (B)(4) 2010, the device recorded a critical ram parity error por. The device as later returned and analyzed. The device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated power on reset (por). On (B)(6)-2010, the device recorded a critical ram parity error por.